Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v682836, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The patient reported that they had a mini stroke on (B)(6) 2015 and was hospitalized. The patient stated that they were on many fluids and medications. There were no trauma/falls reported that could be related to this issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and the event occurred during use. No outcome was reported regarding this event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the stroke was not device related. It was caused by a lot that got through her heart due to a pfo that she had all of her life. The patient thought that the ins was amazing and life changing and she had been able to come off of her daily pain medications due to the device. It was noted that the patient needed a new battery and that she wanted to get an MRI for the stroke.